Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device had entered safety mode. The clinical observation was documented, and the device remains in service. Device replacement has been requested but has not occurred yet. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device had entered safety mode. The clinical observation was documented, and the device remains in service. Device replacement has been requested but has not occurred yet. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.